Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that information was received from a manufacturer's representative (rep) via a patient regarding an external device. Wr9220 s#: (B)(6). The reason for call was mdt rep called while meeting with pt who reports that they have been unable to use their wr9220 for the last couple of months. Mdt rep reports that when plugged into the recharger dock the battery icon lights quickly flash green repeatedly. Mdt rep reports that they are unable to connect via the app. Mdt rep reports they attempted to reset the wr more than 20 times both on and off the dock holding the power button for 45 seconds or longer. Tss had them try again both on and off the dock, lights continued to flash when plugged into the dock. Tss had mdt rep attempt to enter clinician reset doing short-short-long press with the wr in the dock but the lights just continued to flash green and power button did not light up. The issue was not resolved through troubleshooting. An email was sent to repair to replace the wr9220.

Manufacturer narrative:
Continuation of d10: product ID: wr9220, lot#serial#: (B)(6), product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot#: (B)(6), h3: analysis of the returned wireless recharger (s/n: (B)(6) found that there were no anomalies visually observed. The patient complaint was confirmed. The device led's scroll continuously and the device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA#: 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.